Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted during an unknown endovascular procedure on an unknown date. It was reported approximately 12 years post the index procedure intervnetion was completed to treat a 43mm enlarged common iliac artery aneurysm. There was no migration noted and it is unknown if a ib endoleak was present with the enlarged common iliac. After embolization of the internal iliac artery, an attempt was made to extend to the external iliac artery using the endurant ii limb ((B)(6)). The device was inserted and deployed through the dry seal sheath, and the interior stent graft was lowered as the outer sheath was lowered. However, the device it did not deploy properly, and the limb was retrieved. There was no damage noted to the delivery system packaging or delivery system itself prior to use. There was no vessel thrombus/calcification/ tortuosity present that could of contributed to the deployment problem. There was no issue rotating the back end wheel to retract the graft cover. It was confirmed the deployment steps were followed per the IFU. A replacement stent graft limb of the same size was used and successfully implanted. The treatment was completed without any complications. Per the physician the cause of the cia enlargement is undetermined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was reported that when the graft cover began to be retracted by 2-3cm, the stent graft was also lowered and in a compressed form. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.